Manufacturer narrative:
The complaint of a leak was confirmed and the cause appeared to be manufacturing related. Three photographs and one q-syte connector were provided for investigation. After disassembling the connector, the bottom disc of the septum was noted to be damaged, which was likely a contributing factor of the reported issue. Due to the inaccessibility of the bottom disc, the damage was likely caused during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported that medication leaked near the connection point during use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.